Event description:
Complainant alleged that during biomed testing, it was not possible to adjust the pacer current setting of the device. Complainant indicated that there was no patient involvement in the reported malfunction.